Event description:
It was reported an infection occurred. The leads were removed. The leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis noted the outer insulation had breached metal ion oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the proximal conductor was melted, the outer insulation was melted, had cosmetic metal ion oxidation, cosmetic environmental stress cracking and cosmetic depression and the helix/lobe was distorted/bent. (B)(4) the full lead was returned, analyzed and analysis noted the outer insulation had breached metal ion oxidation. It was noted there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, had cosmetic metal ion oxidation, cosmetic environmental stress cracking and a white substance on the outer insulation; the inner insulation had cosmetic metal ion oxidation, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.